Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a proglide device after an unspecified coronary procedure. Reportedly, when the plunger was retracted from the device body, there was no suture present. The device was removed from the patient's groin and a second proglide was sucessfully used to achieve hemostasis. The patient did not experience any adverse effect. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed that a posterior cuff miss occurred during needle deployment as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank, but was bent and captured beneath the posterior foot pocket. This is consistent with the posterior needle tip being deflected and striking the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff as observed. The posterior cuff miss and subsequent link-to-anterior cuff detachment would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for the needle deflection that resulted in a posterior cuff miss and subsequent link-to-anterior cuff detachment include, but are not limited t: manufacturing, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified twice during manufacturing. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There was no challenging anatomical conditions reported or deployment technique information received that could have contributed to the reported event. Based on the manufacturing inspection criteria and testing results of the needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss that subsequently resulted in a link detachment and failure to retrieve the suture is determined to be needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not reveal any nonconforming material records associated with this lot. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.